Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 53 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. Plaintiff has suffered the following injuries: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery. Plaintiff continues to be limited in her activities of daily living, experiences daily pain and discomfort in her right knee which impacts her quality of life. Plaintiff suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss and other injuries presently undiagnosed, which all require ongoing medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6) - 200-02-35 - three peg patella 35mm (B)(6) - 203-96-40 - (11-3973) 90x25x1.27 (B)(6) - 203-96-03 - (11-2216) saw blade (.050). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03259. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.